Event description:
It was reported that 5 months prior to report, the patient was implanted and the patient kept getting ¿zapped¿ in the chest ¿by the wires¿ and it was painful. Information omitted pertaining to related event pe # (B)(6) - revision/stim in wrong location.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).